Event description:
It was reported, the subject device had poor contacts. The issue was found at the withdrawal / closure of an unspecified therapeutic procedure and was completed using the same set of equipment. No delay and no patient harm was reported by the customer.

Manufacturer narrative:
The customer's allegation was confirmed. In addition, the device evaluation found the following: image defects (flickering, noise) were present (occurs when a load is applied to the connector); the lens of the main unit was scratched; the main unit was flooded; there was corrosion on the scope mount; adhesions on the camera cable/video connector; corrosion on the free lock lever; and cracks on the video connector. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.